Event description:
This complaint addresses the issue of user error - reuse of supplies. The customer contacted baxter's technical service center and during troubleshooting ,the home patient (hp) stated that there was solution only in the supply bag so he disconnected, then reconnected it to the heater line. The baxter technical representative (tsr) explained the alarm and advised that the hp will have to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed and the root cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
Complaint no: (B)(4). During investigation by baxter, the customer reported user error. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue and use error. The hp stated that they were not sure what caused the alarm and that he was aware about proper procedures and supply reuse. The sample and lot number were not available. The hp was continuing therapy without any issues at this time.